Event description:
It was reported the patient experienced no stimulation sensation for the past year. When the patient tried to increase the stimulation, she felt a "big surge" of stimulation and then "it goes away". The patient reported not being able to adjust her stimulation and only felt a very faint stimulation. The device light did not light up on the programmer, so the patient was sent a new programmer. The device was reprogrammed in 2008. The patient stated the device worked for a short while and then started doing the same thing again. The device had not been checked since that time. The patient additionally stated that the device is now "laying on top of the nerve of the area where my hip joins my leg; I am having a great deal of trouble even walking with my walker". Due to the pain in the groin and knee, the patient had another "bad" fall. The patient received a new programmer, but when she tried it she felt a severe shocking feeling and then no stimulation. No further outcome was reported.